Event description:
The customer reported that the 840 ventilator had a blank screen. Pt involvement is unk. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb and backlight inverter pcb's. The unit passed extended self-testing.